Manufacturer narrative:
The investigation has determined that non-reproducible, higher than expected, vitros tropi es results were obtained from two different patient samples when tested on a vitros eci immunodiagnostic system. A definitive assignable cause could not be determined. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros product tropi es, lot 4180. Reported qc fluid performance indicates a vitros tropi es lot 4180 performance issue is not a likely contributor to the event. In addition, pre-analytical sample processing can be ruled out as a contributing factor, as it was established that the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation. Therefore, improper pre-analytical sample handling is unlikely to have contributed to this event. There is no indication of an instrument malfunction and unexpected instrument performance is not a likely contributor to the event. However, it cannot be completely ruled out as within run precising testing was not performed when requested. Email address for contact office is (B)(4).

Event description:
The investigation has determined that non-reproducible, higher than expected, vitros troponin I es (tropi es) results were obtained from two different patient samples when tested on a vitros eci immunodiagnostic system. Patient sample 1 result of 0.140 ng/ml versus the expected result of <0.012 ng/ml. Patient sample 2 result of 0.348 ng/ml versus the expected result of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected, vitros tropi es results were reported from the laboratory. No treatment was initiated, altered or stopped based on the reported tropi es results and ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).